Manufacturer narrative:
Concomitant medical products: 4968-25 lead implant date (B)(6) 2011; c6tr01 crtp implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital for an unrelated episode. High impedance and a polarity switch were noted on the right ventricular (rv) lead and noise and rising thresholds were noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.